Manufacturer narrative:
It could not be confirmed whether surgical instruments were reprocessed prior to use in a patient procedure. However the user facility confirmed that the chemical indicator yielded passing results after the processing cycle. A steris field service technician arrived onsite, inspected the system 1e and was unable to identify any issues. The unit was confirmed to be operating according to specification. The technician replaced the aspirator probe assembly as a precautionary measure, tested the unit, and confirmed it to be operating according to specification. The unit was returned to service. It is most likely that the user facility was not properly using the aspirator probe with the sterilant cup, which resulted in residual fluid in the s40 container. Section 1 of the operator manual for the system 1e states, "use of a blocked or damaged aspirator may result in ineffective liquid chemical sterilization." Section 7: operation of the processor states, "with the palm of one gloved hand resting on the sterilant container, gently push down on the container using firm, even pressure until it is seated and its top is flush with the tray. To avoid damaging the container, never slam the container into the sterilant compartment. Insert aspirator probe. Line up the tip of the aspirator probe over the center of the sterilant container lid. Insert the probe in a downward motion until the top of the aspirator is resting on the lid of the container." Additionally, illustrations provide visual references which demonstrate the correct positioning of the aspirator probe to ensure proper processing. Section 1 of the operator manual states, "always verify that the sterilant container is empty at the completion of the cycle." Section 7 of the operator manual states, "if the sterilant container is not empty, then the load cannot be considered liquid chemically sterilized. Refer to the package insert for s40 sterilant concentrate of section 3 of this manual for disposal instructions for a partially filled container and the required use of additional personal protective equipment (ppe)." The field service technician has performed in-service training on the proper use and positioning of the aspirator probe with the user facility staff. No additional issues have been reported.

Event description:
The user facility reported residual sterilant in the s40 sterilant cup after a processing cycle within their system 1e. Additionally, the user facility indicated concern regarding a strong odor from the s40 sterilant. No report of injury or procedural delay or cancellation. No report of inhalation or irritation affects from the reported odor.